Event description:
It was reported that during an open lobectomy in the pulmonary artery, the pve35a vascular echelon does not work correctly and blocks at the beginning of the shot without completing it, it happens on two occasions with different vaser35 loads after using the reverse. They must change the pve35a machine. The surgery was delayed 5 minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #977c04. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and with no reload present. During the visual inspection the shaft was noted damaged and bent. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the tube-closure, retainer channel proximal, and rod firing were noted bent and broken. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the device and breaking internal components. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 977c04, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9e391, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?